Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection, the legal manufacturer's final investigation, and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, as the reported symptom could not be reproduced, root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center light did not shine. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.